Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a total hip replacement, the neck of a trial femoral head 32 xs/-3 broke off when the doctor tried to bring the stem into the acetabulum for trailing. Surgery was resumed, after a non-significant delay, with a backup device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, the neck of a trial femoral head 32 xs/-3 broke off when the doctor tried to bring the stem into the acetabulum for trialing. All pieces were recovered from patient using a tweezer. The patient was not injured beyond the reported problem. The device intended for use in treatment was not returned for investigation. However, a visual evaluation was performed on images provided by the complainant, and it showed that two small pieces broke-off from the trial femoral head 32 xs/-3 so, the mentioned failure mode of fracture can be confirmed. No batch number was communicated so the document history review was not possible. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. As the batch number is unknown, a complaint history review on part level was performed. The occurrence of the reported failure mode is anticipated with a low risk level as per risk management. No clinical evaluation is required since there was no significant harm to the patient. Based on the information provided to the complaint, it is possible to confirm the reported failure mode. A relationship between the reported event and the device can be confirmed, with the root cause related to design features of the device that do not support the intended purpose of the device. However, there is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for corrective actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a total hip replacement, the neck of a trial femoral head 32 xs/-3 broke off when the doctor tried to bring the stem into the acetabulum for trialing. All pieces were recovered from patient using a tweezer. Surgery was resumed, after a non-significant delay, with a s+n backup device. The patient was not injured beyond the reported problem.